Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3494 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient brought chemotherapy drug home for chemotherapy treatment, the drug was found leak from the connection site between device and connector. Then back to hospital and handle with chemotherapy drug leak sop process.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set. Usage residues were observed throughout the sample. Usage residues were observed throughout the sample and the safety mechanism was engaged. A longitudinally aligned split was observed in the luer adapter. The split occurred between the proximal orifice and the finger tabs. Microscopic inspection of the split revealed a granular fracture surface. Discoloration was in the vicinity of the split. The split appeared to occur along the molding weld line. Inspection of the threads was unremarkable. The split characteristics were consistent with separation of the luer material along the molding weld line; however, attempts to replicate the failure were unsuccessful, suggesting that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include forceful insertion of a tapered object and environmental factors affecting material properties. A lot history review (lhr) of redr3494 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient brought chemotherapy drug home for chemotherapy treatment, the drug was found leak from the connection site between device and connector. Then back to hospital and handle with chemotherapy drug leak sop process.